Event description:
The customer contact reported device breakage. On an unspecified date, the tubing set was to be used to deliver 1000 ml of 5 percent dextrose and 1/2 normal saline with 20meq kcl. It was reported that during priming of the tubing set, the nurse connected an unspecified 3ml syringe to the clave secondary port on the cassette of the primary tubing set. At this time, a crack was noted in the semi-rigid adapter of the clave secondary port. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use in unk. The customer contact identified a possible lot number (plots). The possible lot number is 281735h. This report represents all the information known by the reporter upon query by hospira personnel.